Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2020 via tka with another company¿s implants. During the surgery, when the staff opened the cement set package, he/she found that the plastic part of vacuum tube which connect to foot pump side had broken. The connecting point of the vacuum tube and the plastic part had broken, therefore the vacuum tube could not connect to foot pump. The surgery was completed with another backup device, and it was unknown whether there was any surgical delay. No further information is available.